Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, non-tortuous, 90% stenosed left anterior descending coronary artery. After optical coherence tomography (oct) was performed, a non-abbott atherectomy system was used. The oct had an unspecified error and was replaced with an unspecified intravascular ultrasound catheter. A non-abbott balloon was used for pre-dilatation with a non-abbott guide wire. A 3x33mm xience skypoint stent delivery system (sds) was advanced, and the stent was implanted. Although there were no deployment issues, the proximal portion of the stent was not expanded enough, so a non-compliant non-abbott balloon was used for standard post-dilatation. The patient's blood pressure decreased, and a perforation was noted in the xience skypoint stent. A 3.5x19mm graftmaster covered stent was implanted and sealed the perforation, but there was bleeding somewhere else in the patient. A blood transfusion and heart massage were used as treatment, but the patient expired on 3/25/2021. In the opinion of the physician, the use of this graftmaster did not possibly cause or contribute to the death in any way. It is currently unknown if the graftmaster stent developed thrombosis or not. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the patient presented with angina. In the opinion of the physician, the use of this 3x33mm xience skypoint stent did not possibly cause or contribute to the death in any way. There was bleeding noted in another location; this bleeding led to cardiac tamponade, which led to the patient death. A heart lung machine was unable to be used since both of the patient¿s legs had total occlusion and there was no route for a cannula to be inserted, which the physician considers to be an indirect cause of the death. It is unknown whether an autopsy was performed; therefore, thrombosis in the graftmaster was unable to be confirmed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of thrombosis, as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.